Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear? St upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 5094485 UDI: (B)(4). Brand name: na upn: m365sc3138250 model: sc-3138-25 serial: (B)(6). Batch: 7033577 UDI: (B)(4). Brand name: na upn: m365sc3138250 model: sc-3138-25 serial: (B)(6). Batch: 7035260 UDI: (B)(4).

Event description:
It was reported that the patient experienced discomfort having four cervical leads in place and wanted only two leads. The patient underwent a procedure where two leads and two lead extensions were explanted. There were no reported complications postoperatively.